Event description:
The customer contacted physio-control to request service for their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the charge button was stuck in the depressed state and, as a result, the device would not shock.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that a solder ball was firmly attached to the contacts of the charge switch, and when the keypad was flexed right, it led to the charge switch to always be stuck in the depressed state.